Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading 60 mg/dl, but her blood glucose value was between 115 and 120 mg/dl. The insulin pump was giving low alerts and alarming for threshold suspend. Customer inserted a new sensor, but was still receiving calibration errors. Customer declined to troubleshoot at the time; she stated that she will insert a new sensor and call back if issue occurs again. Nothing further reported.